Event description:
Customer reports to have received excessive no delivery alarms. Customer's blood glucose was over 300 mg/dl. Customer was hospitalized on (B)(6) 2015 due to insulin pump and high blood glucose. Customer was able to resolve no delivery with a complete set change. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.